Event description:
It was reported that review of the session records revealed high ventricular rate episodes and one noise reversion episode which appeared to be lead noise. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.